Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the drive support cap was flushed. Customer reported experiencing high blood glucose at the level of 306 mg/dl and was treated with insulin pump. Troubleshooting was completed. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or flush drive support disk. Unable to perform the a21 error test, prime or a33 test, excessive no delivery test and occlusion test or verify under delivery due to motor error alarm. (B)(4).